Manufacturer narrative:
An event for patient effects of cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The provided imaging was reviewed by medical affairs. Based on the information received, a cause for the reported cardiac arrest and death could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was successfully implanted without issue. The following day, the patient suffered cardiac arrest. CPR was performed without success and the patient passed away. It's unknown what the cause of cardiac arrest was.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was successfully implanted without issue. The following day, the patient suffered cardiac arrest. CPR was performed without success and the patient passed away. It's unknown what the cause of cardiac arrest was.